Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient was experiencing discomfort during sleep. The patient was prescribed topical compounding cream and will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's discomfort during sleep was due to uncomfortable stimulation. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort during sleep. The patient was prescribed topical compounding cream and will undergo an explant procedure.